Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent recurrent umbilical hernia repair surgery on (B)(6) 2011 during which the surgeon noted a loop of bowel stuck to the mesh and a hernia recurrence right at the edge of the mesh. It was reported that the patient experienced adhesions and chronic and intractable pain. No additional information is provided.